Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer's blood glucose (bg) level was "high"; although specific value was not provided. At the time of the report to tandem technical support (cts), the customer did not take any actions to treat bg level as customer was looking for instructions from cts on how to resume insulin delivery. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.